Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient checked the app and saw that the dosing record was not recorded [device information output issue] patient injected novorapid one more time [extra dose administered]. Case description: this serious spontaneous case from japan was reported by a consumer as "patient checked the app and saw that the dosing record was not recorded(device information output issue)" with an unspecified onset date, "patient injected novorapid one more time(extra dose administered)" with an unspecified onset date, and concerned a male patient who was treated with novopen (insulin delivery device) from unknown start date for "diabetes mellitus", , novorapid chu penfill (insulin aspart 100 u/ml) from unknown start date for "diabetes mellitus", , tresiba chu penfill (insulin degludec 100 u/ml) from unknown start date for "diabetes mellitus", patient age, height, weight and body mass index were not reported dosage regimens: novopen: novorapid chu penfill: tresiba chu penfill: current condition: diabetes mellitus (type and duration not reported). On an unknown date, it was reported that novopen and the app's data were linked. The patient checked the app and saw that the dosing record was not recorded, so the patient injected novorapid one more time. The patient was hospitalized (details unknown) for one day and was discharged. Batch numbers: novopen: requested. Novorapid chu penfill: requested. Tresiba chu penfill: requested. Action taken to novopen was reported as unknown. Action taken to novorapid chu penfill was reported as unknown. Action taken to tresiba chu penfill was reported as unknown. The outcome for the event "patient checked the app and saw that the dosing record was not recorded(device information output issue)" was unknown. The outcome for the event "patient injected novorapid one more time(extra dose administered)" was unknown. Reporter's causality (novopen) - patient checked the app and saw that the dosing record was not recorded(device information output issue) : unknown. Patient injected novorapid one more time(extra dose administered) : unknown. Company's causality (novopen) - patient checked the app and saw that the dosing record was not recorded(device information output issue) : possible. Patient injected novorapid one more time(extra dose administered) : possible. Reporter's causality (novorapid chu penfill) - patient checked the app and saw that the dosing record was not recorded(device information output issue) : unknown. Patient injected novorapid one more time(extra dose administered) : unknown. Company's causality (novorapid chu penfill) - patient checked the app and saw that the dosing record was not recorded(device information output issue) : possible. Patient injected novorapid one more time(extra dose administered) : possible. Reporter's causality (tresiba chu penfill) - patient checked the app and saw that the dosing record was not recorded(device information output issue) : unknown. Patient injected novorapid one more time(extra dose administered) : unknown. Company's causality (tresiba chu penfill) - patient checked the app and saw that the dosing record was not recorded(device information output issue) : possible. Patient injected novorapid one more time(extra dose administered) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No consent for safety follow-up questions, hence no further follow-up is possible.